Event description:
The facility representative reported a colleague infusion pump with failure code 810:04. It is unknown when this event occurred but was reported to have occurred in the medical surgery area. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.